Event description:
The customer alleges that after the collection chamber fills completely, the airleak measurement fills with water. The customer alleges that bodyfluid is getting sucked into the wall suction when the unit is full.